Event description:
The reporter stated the haptic was bent on a aq2015a silicone aspheric three piece lens. It is unk if the haptic was bent because of handling when the package was opened or if it was rec'd that way. There was no pt contact. There was no attempt to load the lens.

Manufacturer narrative:
(B)(4). Method: lens work order search. Result: a lens work order search was performed and no similar complaint was found within the same work order. (B)(4).